Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted.­­­ if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the provisional was fractured during knee arthroplasty while trialing. Nothing was kept into the patient. There was no harm to the patient.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were update/corrected updated: complaint sample was evaluated and the reported event was confirmed. Visual inspection of the instrument exhibited signs of repeated use. The dovetail feature is compressed and is fractured on the medial side of the post, not all pieces were returned. Device history record (DHR) was reviewed and no discrepancies were found. Root cause could not be determined with information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.